Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively the patient experienced premature ventricular contractions as the implantable pulse generator (ipg) was pacing below the programmed lower rate, due to suspected t-wave oversensing (twos). It was also reported that the right atrial (ra) lead exhibited diminished sensing and it noted that the tip of the pacing lead was not firmly fixated. The ipg and right ventricular (rv) lead were reprogrammed and remain in use. The ra lead remains in use and will be monitored closely. No patient complications have been reported as a result of this event.